Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the clinic for a follow up. Upon interrogating implantable cardiac monitor (icm), it was noted that the icm exhibited unspecified over-sensing. Programming changes were made. The patient was in stable condition.